Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The caster base was recommended for replacement to resolve the issue. No report of patient involvement. Legal manufacturer: (B)(4).

Event description:
The hospital reported the wheel caster was stripped and could potentially detach. There was no patient involvement.